Manufacturer narrative:
After further review of additional information received. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep venous thrombosis (dvt). The information provided mentioned that the patient is deceased; however, a cause of death has not been provided. The next of kin reported becoming aware of blood clots, clotting, occlusion of the ivc and death, approximately thirteen years and four months post implant and that the patient experienced anxiety and depression related to the filter. According to the implant record the indication for the filter placement a positive stress test and preparation for bariatric surgery. A sheath was inserted in the right femoral vein and a catheter was used to perform a left coronary angiogram, revealing non obstructive coronary artery disease and a normal left ventricular function. A venogram of the lower inferior vena cava (ivc) showed a normal size inferior vena cava with no thrombus and no aneurysm. The optease filter was placed at the level of l2-l3. A post procedure venogram confirmed excellent deployment of the filter below the renal veins and above the iliac bifurcation. It was subsequently reported that in addition to the previously reported events, the patient also experienced tilting of the filter and perforation of filter struts outside the inferior vena cava (ivc). The patient became aware of these reported events approximately thirteen years and four months post implant. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion was reported, however due to the nature of the complaint the event could not be further clarified. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. These events do not represent a malfunction of the device. Ivc filters are not indicated for use in the prevention of dvt. While it was reported that the patient is deceased, with the limited information provided and no cause of death reported a clinical determination or relationship to the filter could not be made. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
An amended patient profile form (ppf) was received which states that in addition to the previously reported events, the patient also experienced tilting of the filter and perforation of filter struts outside the inferior vena cava (ivc). The patient became aware of these reported events approximately thirteen years and four months after the index procedure.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to deep vein thrombosis (dvt). The information provided mentioned that the patient is deceased; however, a cause of death has not been provided, as such a relationship between the event and the device cannot be established. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the filter was indicated for a positive stress test and preparation for bariatric surgery. Both groins were prepped and draped in the usual sterile manner. A sheath was inserted in the right femoral vein and a catheter was used to access the left coronary to perform a left coronary angiogram, revealing non obstructive coronary artery disease and a normal left ventricular function. A venogram of the lower inferior vena cava (ivc) showed a normal size inferior vena cava with no thrombus and no aneurysm. The optease filter was placed at the level of l2-l3. A post procedure venogram confirmed excellent deployment of the filter below the renal veins and above the iliac bifurcation. According to the information received in the patient profile form (ppf), the patient is deceased. The next of kin reports becoming aware of blood clots, clotting, occlusion of the ivc and death, approximately thirteen years and four months after the filter implantation and that the patient further experienced anxiety and depression related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep venous thrombosis (dvt). The information provided mentioned that the patient is deceased; however, a cause of death has not been provided. The next of kin reported becoming aware of blood clots, clotting, occlusion of the ivc and death, approximately thirteen years and four months post implant and that the patient experienced anxiety and depression related to the filter. According to the implant record the indication for the filter placement a positive stress test and preparation for bariatric surgery. Both groins were prepped and draped in the usual sterile manner. A sheath was inserted in the right femoral vein and a catheter was used to access the left coronary to perform a left coronary angiogram, revealing non obstructive coronary artery disease and a normal left ventricular function. A venogram of the lower inferior vena cava (ivc) showed a normal size inferior vena cava with no thrombus and no aneurysm. The optease filter was placed at the level of l2-l3. A post procedure venogram confirmed excellent deployment of the filter below the renal veins and above the iliac bifurcation. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion was reported, however due to the nature of the complaint the event could not be further clarified. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. These events do not represent a malfunction of the device. Ivc filters are not indicated for use in the prevention of dvt. While it was reported that the patient is deceased, with the limited information provided and no cause of death reported a clinical determination or relationship to the filter could not be made. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep venous thrombosis (dvt). The information provided mentioned that the patient is deceased; however, a cause of death has not been provided. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. Ivc filters are not indicated for use in the prevention of dvt. While it was reported that the patient is deceased, with the limited information provided and no cause of death reported a clinical determination or relationship to the filter could not be made. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to deep vein thrombosis (dvt).the information provided mentioned that the patient is deceased; however, a cause of death has not been provided, as such a relationship between the event and the device cannot be established. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.